Event description:
It was reported that during the implant procedure, the patient has a wet tap near the entry site. The physician attempted to reposition the needle on the other side and observed cerebrospinal fluid leakage and only rib stimulation could be attained. The procedure was aborted. The patient began having severe pain in the back of her leg. The patient remained in the hospital. The lead was kept by the facility. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.